Event description:
Patient reported via voluntary medwatch, right side "sick with infections," and pain. Patient additionally reported "joint pain," "flare up," ¿dry eye," "skin cancer on breast", "hospitalized for new auto immune disease ulcerative colitis", "headaches for 10 years", "constant headache", "migraines", and "breast implant illness," all not related to the device. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5163207 and mw5163208. The event of infection is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection

Manufacturer narrative:
Clarification to d6a implant date: partial date (B)(6) 2013. Correction to h6 adverse event problem in the initial medwatch: un-reporting f1903 device explantation. No information has been provided regarding device status. Per patient's reported timeline of events, it is assumed that the devices remain implanted. Additional, changed, and/or corrected data: b5, h6, h11.

Event description:
Patient reported via voluntary medwatch, right side "sick with infections," and pain. Patient additionally reported ¿joint pain," "flare up," ¿dry eye," ¿skin cancer on breast¿, ¿hospitalized for new auto immune disease ulcerative colitis¿, ¿headaches for 10 years¿, ¿constant headache¿, ¿migraines¿, and ¿breast implant illness," all not related to the device. The device remains implanted.